Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 11/15/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 10/24/2016 with the following findings. On investigation, the pump had moisture behind the display lens. There was no damage found to battery compartment or the returned batty cap. The returned battery cap fits securely to the pump with no yellow o ring showing. On investigation, during the rewind step the pump emitted a (B)(4) alarm, which was unable to be cleared from the pump. The attempt to download the pump history and black box was unsuccessful. Complete testing of the pump was not possible due to the alarm that could not be cleared. On inspection, the cover was cracked between the corner of the display lens and case seal. The pump failed leak testing due to damage to the pump case. The pump was opened for further investigation revealing internal moisture damage inside the pump. Investigation confirmed the alleged moisture ingress. Unrelated to the original complaint, the display screen had a pinkish contrast.